Manufacturer narrative:
(B)(6). (B)(4). Device broke during insertion; device not considered implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a sternal fracture the plate broke. While putting the last screw into place and tightening the screw, the plate broke with the screw still locked in the plate. The piece fell into the chest cavity of the patient. The surgeon tried to retrieve the fragment for about an hour. On the x-ray it appears that the screw is still locked into the plate, not broken. After not being able to retrieve the screw they decided to close up the patient and complete the surgery. As of now there isn't a revision surgery scheduled. This is report 1 of 2 for (B)(4).